Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indciated that the cause of the inability to charge the ins was not determined. Patient coming back into town late november and will know more then. Will likely schedule a pocket revision or an ipg replacement depending on how the doctor decides to proceed following the appointment in late november.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that it was functionally okay with insignificant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they hadn't been able to charge their implant since implant. Patient stated they met with their representative last week on friday and the representative couldn't get the recharger to connect to the implant, so the representative sent patient a new antenna on saturday. However the issue was still happening with the new antenna. Patient then stated the representative told patient to call patient services for a new controller or recharger today if the issue persisted. Patient tried to start a recharge session during the call, but reported poor recharge quality, which patient stated was what had been happening. Agent reviewed paddle placement and patient repositioned and tried again, but still saw poor. Patient stated they had tried moving the paddle around and had their wife position over the implant, but had not been able to connect yet, which meant they hadn't been able to charge or use the stimulation to see if the stimulation even worked. Patient also stated sometimes they would see trying to recharger screen, but the highest number they could get was 74. The issue was not resolved through troubleshooting. Agent reviewed to monitor charging connection as they continued to heal from implant surgery 2 weeks ago and redirected to their healthcare provider to further address the issue should the communication issue continue. Patient called back and stated that they are still having the same issue; they could not get the implant to charge. Caller stated when they attempted to charge the implant, they received no device found (16). Caller stated that when they enter passive recharge mode, the numbers were in the low 30's. Caller stated they were now completely healed from the implant surgery and the bandages were removed. Caller stated they were currently getting no relief as therapy is off because they could not charge. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 100 percent and implant is red/empty. Caller then connected recharger and confirmed no device found again. Caller stated that they told the doctor about their issue too and the hcp pointed to where the implant was designating it was above the incision scar. Caller stated that they marked their skin with where the hcp stated but keep getting low numbers in the passive recharge. Agent asked caller to lean forward to help bring the implant closer to surface and palpate; caller stated neither they nor their spouse were able to feel the implant. Agent reviewed with caller that most implants are an inch or 2 below the scar and to try positioning the paddle there. Caller stated their numbers in prm are still only in the 30s. Agent redirected to hcp to have ins pocket checked. It was reported that during the post op appointment they were unable to establish a good enough connection to charge the ins. The highest number they were able to get was 79. The manufacturer representative (rep) tried reconnecting and tried recharging many times, the highest number they were able to get was 79. The cause of the event was unknown. The patient reported that they were unable to charge the ins, they noticed the issue shortly after the device was implanted. The rep met with the patient today and determined that the ins was too deep. The caller indicated that they attempted to charge with passive charging and the highest number that the controller would display was 53 and this occurred when applying pressure to the recharger antenna. It was reported that after implant at post op appointment, the rep tried to go through recharging and were only able to get a coupling quality number of 78. They were advised by tech support that the bad connection may be due to swelling and to try again in a few days. Patient went back to (B)(6). Coordinated to have a rep out there meet with patient, and coupling quality number was only able to reach high 50s. Rep in (B)(6) stated that the ins had flipped and may be implanted too deep, but we do not know that for sure.